Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient encountered sluggish flow down the distal extremity during insertion of an impella cp. As a result, the team elected to place an anti-grade/retrograde fem to fem bypass. Later, the patient was successfully weaned from the impella cp and brought to the operating room for planned impella 5.5 escalation. This report represents the impella cp. A separate report was submitted to represent an issue that occurred with the impella 5.5. Refer to section h.10 for the related report number.

Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.